Event description:
N/a

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had vacuum regulator drifting issue. No patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11corrected field: d7aa getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the vacuum regulator.the unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part vacuum regulator with a reported unit failure of the vacuum regulator is drifting. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part vacuum regulator into the cardiosave test fixtureand tested the regulator to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat performed the regulator calibrations. The vacuum regulator was set for 295mmhg, and the fat then ran the cardiosave in clinical mode. After the cardiosave ran for one hour the fat again checked the vacuum regulator and found that the regulator had drifted from 295mmhg to 290 mmhg. The fat was able to replicate the failure reported. The regulator failed testing. Retaining the regulator in the fat per procedure number (B)(4) rev. At.